Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported poor or no telemetry with recharging. The patient reported poor communication. The patient reported that they tried repositioning the antenna every which way. The patient reported that they last charged 4-5 weeks ago and said that was about average for him. The patient reported that he wasn't able to communicate with the patient programmer (pp). The patient reported seeing poor communication during the call. The patient reported that he thought he saw this screen about 4-5 weeks ago too but this was before his last successful recharge session. The patient also reported that he had noticed the therapy wasn't helping him as much as it used to and noticed recharging for longer times. The patient was advised to follow up with a healthcare provider (hcp) to check the ins for potential over-discharge or end of service (eos) given the implant date. No further complications were reported.